Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won¿t power up) was confirmed. The monitor was resetting due to a functional communication error. The monitor needed reprogrammed. Once reprogrammed the monitor passed incoming functionality testing without issue. There was no device malfunction. The root cause was communication error. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.